Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a gap was identified between a transfer set patient adapter and the titanium adapter. This issue was identified during use with patient involvement. The transfer set was exchanged with a new one. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and integrity of seal surface testing. No issues were found. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.